Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. Customer's blood glucose (bg) was 370mg/dl during the event, but was 168 mg/dl at the time of report. Reportedly, customer was able to change out supplies and resumed insulin delivery.